Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported upon restart of the ventilator, it went vent inop. The customer reported there was no patient harm. The respironics service technician was able to duplicate the customer reported problem. There was also a diagnostic code in the ventilator log history that indicated a +24 volt failure. The service technician replaced the power supply to correct the problem. Final testing was performed and all tests passed per operating specifications. The power supply was returned to the factory for failure analysis. Testing of the power supply revealed an open fuse due to loose fuse clip retainers.